Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator then passed all testing.

Event description:
It was reported that a ventilator had a blank display. The ventilator was not on a patient at the time of the event.